Manufacturer narrative:
A returned was issued and the product was evaluated upon receipt. A follow up will be filed if/when any additional information is provided.

Event description:
The provider states the rental unit will run for 30 minutes then shut down without alarming with full battery.